Event description:
It was reported that during an unknown procedure, the middle of the clip broke after firing. Therefore, one clip divided into two. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.